Event description:
During transection of dense adhered scarred tissue, a piece of the enseal device broke off inside the patient and was retrieved. No evidence of retained material was noted by exploration. There was no patient harm.